Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that one pca pump module displayed an "unknown syringe" error. The syringe was removed and replaced several times, but the message was displayed each time. The syringe was left in the module, and the device was removed from the training area and returned to biomed for warranty return. There was no patient involvement.